Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus found dirt on the objective lens, which caused the screen to turn white, with no image noted. The foreign material (dirt) was not able to be identified; therefore, a definitive root cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image or a white screen due to dirt on the objective lens. There was no patient involvement.